Manufacturer narrative:
The user reported symptoms at the sensor insertion site, including redness, swelling, a raised area with fluid retention, itchiness, warmth, hardening, and a severe headache. Although the user described these symptoms as an infection, the hcp did not confirm an infection, noting only redness and irritation; therefore, the case was updated to pm01. According to the user, the symptoms first appeared on (B)(6) 2025 and were worsening.the issue was not related to tegaderm or steri-strips. Due to discomfort, the user requested sensor removal.the user's hcp was aware of the event, no medication was prescribed, and the sensor was removed by the hcp on (B)(6) 2025.per review of the data management system (dms), the user is not using the system as the sensor has been removed.

Event description:
Senseonics was made aware of an incident where user reported symptoms at the sensor insertion site, including redness, swelling, a raised area with fluid retention, itchiness, warmth, hardening, and a severe headache. Although the user described these symptoms as an infection, the hcp did not confirm an infection, noting only redness and irritation; therefore, the case was updated to pm01. According to the user, the symptoms first appeared on (B)(6) 2025 and were worsening.the issue was not related to tegaderm or steri-strips. Due to discomfort, the user requested sensor removal.the user's hcp was aware of the event, no medication was prescribed, and the sensor was removed by the hcp on (B)(6) 2025.per review of the data management system (dms), the user is not using the system as the sensor has been removed.